Event description:
The bivona trach slipped in its holder and consequently migrated out of the trachea which allowed material into the trachea to occlude the tip of the tube. The bivona tube was a defective device because it failed to have a murphy opening or second opening located on the side of the tube.